Event description:
Technical services received a call on (B)(6) 2011 from sales rep. (B)(6) 2011 rv impedance 1010 and now 1051. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).